Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
It was reported that: section of thruway wire tip sheared off and was left behind during atherectomy. Md attempted to snare tip, but was unsuccessful. Patient runoff after atherectomy was not adequate to reestablish flow and patient went to bypass surgery to do so. While in the surgery, wire tip was also removed from patient. Bypass successful as of thursday pm (B)(6) and friday am (B)(6). Patient ok as of that time - no further news. Additional information received on april 9, 2020 reporting it was the coil wire that sheared off. In addition is was reported that a jetstream was used during the procedure.